Event description:
Device malfunction: stent fracture. Time of malfunction: 32 months postprocedure. Symptoms/ae: none. It was reported that approximately 32 months post a right internal carotid artery stenting procedure, during a routine angiogram of an asymptomatic patient, the xact stent was noted to be circumferentially fractured at the level of the carotid bifurcation. Distal to the stented area was some stenosis that was stented with a non-abbott stent; however, the fractured stent area was noted to be a clean fracture that was not treated and there are no plans for treatment in the future. Although requested, there was no additional information provided.

Manufacturer narrative:
Study event. Evaluation summary: the device remains in the patient. The lot number was provided. Evaluation of images received from the procedure confirmed that the stent is fractured circumferentially in its mid-section at the right carotid bifurcation. Stent fracture is a known potential adverse event, associated with the use of carotid stents as stated in the xact instructions for use. At the time of manufacturing, the exact stent is 100% visually inspected under magnification. The stents are checked for concentricity, uniformity, pattern and surface finish. The stents are also checked for defects such as cracks, pitting and poor electro polishing. The xact stent design is capable of withstanding extreme repeated loading conditions without experiencing strut cracking, breakages or deformation per testing based on worst case conditions. Moreover, catheters are 100% inspected for any anomalies prior to being packaged. We were unable to determine a conclusive root cause for the stent fracture based on the available information; however, it does not appear to be a device quality issue. The lot history record was reviewed and there are no non-conformances associated with this lot number.